Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that this device has a segment on the display that will not light, right out of the box. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to power on using batteries. When powered on, one led segment on the upper led digits do not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The non-illuminated leds began to illuminate correctly approximately one minute into testing. Internal inspection indicated the system board led segment display has a potential intermittent faulty segment; which caused the leds to not illuminate. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues prior to this reported event. Unique identifier (UDI) # was updated from "ni" to "(B)(4)".